Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-18264. It was reported that the patient has a scab since implant that had not healed properly at the incision above the right ear at the extension site. Cultures were taken and microbes were discovered. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the wound was debrided and the extensions were explanted and replaced. The patient was administered antibiotics. It is unknown which extension was on the right side; therefore, both extensions will be reported.

Event description:
Additional information indicates the infection has since been resolved.